Event description:
Event description boston scientific received information that this implantable right ventricular (rv) pace/sense lead exhibited a pacing impedance measurement of greater than 3000 ohms. The shocking coils were left in service, and it was questioned how to test the integrity of the coils.